Event description:
Chemotherapy found to be leaking from adaptor onto floor. Estimated 100 mls loss volume. Chemo leaking male IV tubing to the closed system device. Close system transfer device is securely connected.